Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was not powering on. The customer stated that this malfunction caused a delay to the patient care and the user managed to get medication from another station. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was previously unable to boot up due to being in a crowbar state. A field service engineer replaced the controller board of drawer 4.1. During the replacement process, the position sensor connector was damaged and replaced the position sensor to resolve the issue. The system functioned as intended after the field service engineer repaired the device.(B)(6)